Event description:
Customer reported that the sensor insertion site had been bleeding for two hours prior to the call. Customer stated that the site was actively bleeding at the time of the call. Customer reported inserting a new sensor and that one was bleeding as well. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.